Manufacturer narrative:
Additional information: h6, h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: reported that this occurred in august 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused medication during therapy. A hydration infusion was programmed for 1000ml to be infused at the rate of 999ml/hr. After 45 minutes into infusion, it was observed that 700ml was left in the bag instead of 250ml being left. (300ml was infused instead of 750ml) and pump stated that 870ml was infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.